Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient was implanted with incompatible components. Patient is being scheduled for a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical devices: kne-vanguard-femorals-unk lot#unk item#unk, kne-unknown-tibial trays-unk lot#unk item#unk. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check determined that the cr bearing is not compatible with the ps femoral component used. The root cause of the reported issue is attributed to use/user error as an incompatible bearing was implanted. A customer follow-up letter was sent to the complainant. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.